Event description:
A customer reported that the unit of measure on their blood glucose meter was allowing her to change the unit of measure between mg/dl and mmol/l. There was no report of death or serious injury or mistreatment associated with this product problem.

Manufacturer narrative:
The customer call documentation states that, the customer was assisted with changing the unit of measure to mg/dl. Meter was returned and an investigation was completed, but the complaint was not confirmed. The meter that was returned was locked and set in mg/dl.